Manufacturer narrative:
(B)(6). Investigation: customer returned (1) 3/10cc, 6mm, 31g syringe in an open poly bag from lot # 7226747. Customer states that the body of one syringe was bent and the shield and needle were also bent. The returned syringe was examined and no bowed barrel, bent shield, or bent cannula was observed on the sample. A review of the device history record was completed for batch # 7226747 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200714211] noted for damaged barrel. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported with the use of the bd 0.3 ml insulin syringe with bd ultra-fine¿ needle there was an issue with body of syringe and needle bent.